Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found inside 2 damaged OEM largebore smartpockets. The following information was provided by the initial reporter, translated from japanese to english: "fm inside component was found for 2 of 5200 inspected." "Fm inside component, fm, damage/scratch, molding defect/burr, embedded fm, deformation"